Event description:
It was reported that during a low anterior resection, the generator received solid tones when the system was activated. In addition, the handle of the handpiece would get hot to the touch. The case was completed with a different handpiece with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was received with the nose cone cracked. The hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for the hand piece to have temperature issues and/or a solid tone to occur.